Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). On the day of the event, the system was not processing samples. The customer removed the samples from the in process queue, and put them back on the entry queue. No errors were obtained on the day of event. Ccc performed troubleshooting with the customer over the phone. The customer stated that on (B)(6) 2015, the reagent probe was accessing a pack, after which new samples placed on the instrument were not picked. The system flagged with a volume check error for reagent probe 1. The customer removed the pack, and put it back on, deleted the pending worklist of the new samples, removed racks, and put them back on. The customer initiated a hard reboot, after which the system flagged with thermal issues. The customer performed reset thermals, and placed samples on the instrument. The samples were picked right away. This event also identifies an off-label use as the advia centaur xp ipth assay is not cleared for intra-operative use. The instruction for use (IFU) states in the intended use section the following: "for in vitro diagnostic use in the quantitative determination of intact parathyroid hormone (ipth) in edta plasma or serum using the advia centaur and advia centaur xp systems. This assay is intended to be used to aid in the differential diagnosis of hyperparathyroidism, hypoparathyroidism, or hypercalcemia of malignancy." The cause of the delay in testing is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
An intra operative patient sample scheduled for intact parathyroid hormone (ipth) testing was delayed on the advia centaur xp instrument. The result was reported in forty minutes instead of the expected twenty minute turn around time set by the customer. There are no reports of patient intervention or adverse health consequences due to the delay in testing.